Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise along with episodes of atrial tachycardia response (atr) on both the right ventricular (rv) channel and the right atrial channel. Additionally, low impedance measurements were also observed. Technical services (ts) was contacted, and ts suspected that both leads have integrity. The patient presented with discomfort and pain to the clinic and insulation failure was observed on both leads. Subsequently, a revision procedure was performed and the leads were surgically abandoned and the ICD was explanted due to a therapy upgrade. All products were successfully replaced. No additional adverse patient effects were reported.